Event description:
Clinic notes were received indicating that the vns patient had a daily complex partial seizure from (B)(6) 2015. The seizure frequency was noted to not be above pre-vns baseline levels. The patient had previously been seizure free for 46 days prior to the onset of the seizures. The patient was seen by the following physician on (B)(6) 2015 and reported that he was no longer able to perceive stimulation on-times from the device. The physician increased the patient¿s device settings and then performed a diagnostic test which showed a high impedance condition. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. Follow-up revealed that the patient underwent lead replacement surgery on (B)(6) 2015. Pre-operative normal mode diagnostic results showed high impedance (impedance value >= 10,000 ohms). The generator incision site was opened and the surgeon observed a gross lead fracture. The existing generator was tested with the replacement lead and diagnostic results showed lead impedance within normal limits (impedance value ¿ 1339 and 1523 ohms). The device was disabled and the procedure was completed. The explanted devices have not been returned to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Device failure is suspected, but did not cause or contribute to a death or serious injury.